Manufacturer narrative:
The service rep replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported, a cut in the interconnect cable on the 8800 system. No pt injury.